Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The electrodes were returned for evaluation; the customer's report of disconnected wire was observed during visual evaluation. The investigation concluded that the high voltage wire was severed due to an external pulling force. Evaluation of the retain electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.